Event description:
Physician inserted a stent into a patient's coronary artery. As the physician was taking the deployment system out, it was then noted that the undeployed stent came off the deployment system and was left in the coronary artery. Physician was able to snare the stent out of the artery and continue on with the procedure.